Event description:
The customer states that approx 35 pt samples generator falsely depressed hemoglobin results on the cell-dyn 3500 sl analyzer. The customer gave one example of a pt who the previous day had generated a hemoglobin result of 147 g/l. The following day, a new sample generated results of 103 and 76 g/l. This is occurring in both the open and closed modes of operation. No error codes or alerts were generated. No suspect pt results were reported out of the lab. There is no impact to pt management reported.